Event description:
It was reported that the device had corroded/contaminated iui connectors issue. This issue was observed by bd representative during site visit. No further information available. No devices available for investigation. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.